Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient stated that during her evaluation she had gotten an infection from the device which caused her to have to have her leads removed.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.